Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that tip fracture occurred. A 6f runway catheter guide was selected for use. During procedure for test period, it was noted that tip was open. The procedure was completed with an alternative device. There were no patient complications.